Manufacturer narrative:
E1: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to low blood glucose. The blood glucose level was 19 mg/dl at the time of event and the patient initially self treated themselves with glucagon injection and then got treated with insulin pump at the hospital. The patient was released from the hospital after thirty hours. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4). Has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6006797 in question was manufactured at the reynosa site. Complaint investigations. The reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: packing of quick set the lot 6006797 was manufactured according to the work instruction (wi) 78 and packaging in the multivac 12, on (B)(6) 2024, with a total of (B)(4). Units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6006797 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.